Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen sensor error, oxygen not available, and oxygen device failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that after the alarms occurred, the device continued to operate. The event log was provided, and the alleged alarms were confirmed to have occurred. The alarms could not be duplicated by the asp at the customer site. The device was brought to a repair center, where an inspection was completed, and the alleged alarms could again not be reproduced. The inspection of the device included a check for oxygen device abnormalities and no abnormalities were found with the device. The asp confirmed that when an oxygen device abnormality does occur, it will also produce an oxygen unavailable alarm at the same time as was alleged by the customer. Following the inability to confirm an issue with the oxygen device or reproduce the issue, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).